Event description:
It was reported that this left ventricular (lv) lead was surgically explanted due to threshold increased to 6 volts. This lv lead was replaced with the same model. No additional adverse patient effects were reported. Additional information indicated that poor selection of the lv branch was identified as the cause of the high threshold. A successful placement with an acceptable threshold was achieved during the revision procedure.

Event description:
It was reported that this left ventricular (lv) lead was surgically explanted due to threshold increased to 6 volts. This lv lead was replaced with the same model. No additional adverse patient effects were reported.